Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left main extending to left anterior descending (lad) artery. A 3.00 x 20 synergy¿ drug-eluting stent was advanced to treat the lesion. However, the stent dislodged from the balloon in the left main artery. The physician snared and pulled the dislodged stent out of the patient's body. The procedure was completed with a different device. No further patient complications were reported and patient's status was fine.